Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient¿s spouse reported injection in the cheeks/malar area with 1 syringe of juvéderm voluma® xc. About 2 months later, the patient experienced ¿swelling and bruising on the left cheek bone with a dark red color, the cheek was a golf ball size originally.¿ the patient was treated with a medrol dose pack, bactroban, and bactrim. Fluid was withdrawn from the area via aspiration, cultured, and revealed a staph infection. The patient had juvéderm® injected two years ago and had a similar reaction. Symptoms have resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00870 (allergan complaint #(B)(4)). This MDR is submitted for juvéderm voluma® xc.